Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that upon opening the cori tray, the white tip inside the ri robotic drill attachment that grasps the bur was visibly damaged. As this was noticed during set up, the cori assisted tka surgery was performed, without any delay, using a s+n back-up device. Patient was not impacted.

Manufacturer narrative:
H3, h6. The real intelligence robotic drill attachment, part number rob10015, serial number (B)(6) , intended for use in treatment, was returned for evaluation. The reported problem was confirmed with a visual inspection. While the tip of the wiper is not visibly damaged, a piece of a broken bearing is visible in the tip of the drill attachment at the base of the wiper. The reported problem was confirmed with a functional evaluation. The drill attachment was disassembled and the bearing at the tip of the drill attachment was found broken. The most likely cause of this event is wear and tear over time and use. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill attachment wear and tear. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.